Event description:
During the mandatory audit of mattresses at our (B)(6), 9 hill-rom mattresses were determined to be compromised. They're stained and based off their appearance, the outer coating has degraded, almost like the cleaning chemicals caused them to break down, and/or pressure caused them to rip. Plus a few puncture holes were noted. 174 mattressed audited, 9 removed from service. Reference reports: mw5162677, mw5162678, mw5162679, mw5162680, mw5162681, mw5162682, mw5162684, mw5162685.